Manufacturer narrative:
On 18-apr-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a leak and bubbles during irrigation. The sheath was aspirated and flushed, the valve was closed, but air got sucked in. The sheath was re-aspirated and flushed but approximately 3 ml of air still got sucked in again afterward. Same procedure was done a third time (re-flushed, valve closed) but air was sucked in again. There was no hemostatic valve or brim cap damage or dislodgment. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the hemostatic valve. An irrigation test was performed, and during the analysis, water leakage was found coming out of the shaft. Further analysis revealed a broken mark in the middle of the shaft. Device history record was performed for the finished device 60000319 number, and no internal actions related to the reported complaint condition were identified. The air and valve leak issues reported by the customer were confirmed since water leakage was observed in the shaft, this failure could be related to the reported event. The potential cause of the broken shaft cannot be determined, it could be related to the manipulation of the device after procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a leak and bubbles during irrigation. The sheath was aspirated and flushed, the valve was closed, but air got sucked in. The sheath was re-aspirated and flushed but approximately 3 ml of air still got sucked in again afterward. Same procedure was done a third time (re-flushed, valve closed) but air was sucked in again. There was no hemostatic valve or brim cap damage or dislodgment. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
Per internal review on 17-oct-2024, it was determined that the h6 medical device problem code for "backflow" (B)(6) no longer applies to this complaint. Only the fluid leak code shall remain as the valve leak was the primary contributor to the identified issues (such as the suction of air). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).